Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a zelante dvt thrombectomy system with no other devices. A visual examination identified solidified blood on the returned device. The pump, supply line, shaft, and tip were microscopically, tactile and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported aspiration was lost. An angiojet zelante dvt thrombectomy catheter was primed and advanced into the patient. After approximately 15 seconds into the procedure, aspiration stopped. A leak at the catheter pump was noted. The system was operational but aspiration was not working. The procedure was completed with a different device. No patient complications were reported.